Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of over 600 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with correction injections and water consumption to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.